Event description:
The physician reported the multifocal intraocular lens was removed and replaced with a monofocal lens due to the patient's report of halos and glare.

Manufacturer narrative:
Batch records for this lens were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Halos and glare are a known and labeled possible side effect of multifocal lens implant. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests it is not manufacturing related.

Event description:
The physician removed and replaced the multifocal intraocular lens (iol) without complication, due to the patient's intolerance of the glare and halos she experienced. Lens was implanted during a refractive procedure.

Manufacturer narrative:
The lens was received and will be analyzed at the manufacturing site. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. The iol met all manufacturing specifications prior to release.